Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. However, unit received with corroded battery tube. No battery out limit alarms noted. Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners and reservoir tube lip. Unit received with broken battery tube threads.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 36 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.